Event description:
Customer reported needle break off in abdomen. Customer went to ER and had x-rays taken. X-ray confirmed needle in abdomen. Md said needle is just below the surface. She is on keflex 500 mg. Consumer's md suggested that needle should be removed. Consumers insurance will be contacted to get permission for consumer to see a surgeon for removal of the needle.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.